Event description:
The customer reported that the device kept prompting the user to place the electrodes on the patient even though it was already applied on the patient. The reporter believed that the patient was already expired prior to the responders arrival at the scene. Hence, the device had no adverse effects on the patient outcome. There were no further details on the patient or event provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.